Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the keypad continued to scroll without user input. The customer stated the insulin pump was stuck on battery out limit. The customer then replaced the battery and pump continued alarming. The customer stated that at the time of inputting the blood glucose levels and the pump started acting up. The customer was advised to continue monitoring the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer was not able to clear the alarm. Customer's blood glucose level was 173 mg/dl. The buttons stopped working. The act button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm noted during testing. Unit had unresponsive escape act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive escape, act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners and stained end cap sticker.